Manufacturer narrative:
(B)(4).

Event description:
It was reported the glidethru sheath started peeling back on itself upon insertion. Patient was noted to have tougher skin. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the glidethru sheath started peeling back on itself upon insertion. Patient was noted to have tougher skin. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a peel-away sheath/dilator assembly. Visual analysis revealed that the distal tip of the peel-away sheath was damaged. Despite this, the root cause cannot be determined without the sample returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The probable cause of the damage could not be determined based upon the information provided and without the actual complaint sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.